Event description:
As reported, the patient required a valve in valve procedure to replace a 27mm mitral valve due to stenosis. The 27mm mitral valve was implanted in 2004 and was recently showing and ejection fraction of 60%. After bum conversion, the sapien xt 26mm valve was implanted by transapical approach. The patient status was indicated as stable. There were no other signs of malfunction of the perimount valve.

Manufacturer narrative:
Method: device not returned. The device is not available for return and evaluation because it remains implanted. The device history record review (DHR) is in process. Implant date is known only as 2004. Therefore, the implant duration can be no less than approximately 8 years and 4 months. No additional patient information has been provided. No patient identifier was provided. The surgeon indicated this device was calcified at the time of the procedure. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.